Event description:
The facility contacted customer service regarding a colleague infusion pump displaying a 570 failure code during patient use. Additional info received on 3/6/09 indicates that this failure code interrupted pt infusion. The pump was subsequently taken out of service and sent to the biomedical department for repair. No pt injury or medical intervention was associated with this event.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any additional info becomes available.